Event description:
It was reported that the right ventricular (rv) lead had high svc (superior vena cava) impedance. The svc coil was programmed off. The lead remained in use as the pace/sense portion of the lead is still active. It was then further reported that the patient presented on hearing tones and the lead was suspect of fracture. The rv lead has now been explanted and replaced. It was noted that upon extraction it was visualized on fluro that the svc coil appeared to have some coil unraveling occurring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed, and defibrillator conductor was fractured. It was noted that the defibrillation conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.